Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with 2+ diffuse lamellar keratitis in the right eye one day post lasik. Topical steroid dosage was increased. Additional information received states the patient's symptoms resolved.